Event description:
The event is reported as: complaint alleged issue: it was reported that during sacrospinous fixation (ssf) "after cutting the suture by the doctor, the nurse noticed that suture was split." Pt has not complications.

Manufacturer narrative:
The device history record (DHR) has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No rejection report were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled adn inspected according to our specs. No corrective actions can be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the defect. At this time due to the lack of defective product is not possible to determine the source of the defect reported. Customer complaint can not be confirmed due the lack of product sample to perform a proper investigation and determine the root cause. However, the MFR will continue to monitor and trend relating complaints.